Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. Provocative testing was performed where no abnormalities were seen. No further intervention is anticipated. The patient is stable and will continue to be monitored.